Event description:
The customer reported via the sales rep, that whilst tightening an acetabular screw during a trident procedure, the tip of the screw driver head fractured off inside the screw with little effort. The customer further reported that he managed to retrieve the fractured tip, and that the outcome of the surgery was not affected, and there were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.